Event description:
Poor rom, necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Not related to device. Manipulation under anesthesia, with a resolution of event resolved as of (B)(6) 2005.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.